Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 10ml s/t 200 s/c broke during the medication injection. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "reported breakage of 10cc syringes during medication injection in two of his procedures yesterday. Unfortunately, the circulator was unable to save the wrappers to retrieve the lot numbers from said syringes."

Event description:
It was reported that the syringe 10ml s/t 200 s/c broke during the medication injection. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "reported breakage of 10cc syringes during medication injection in two of his procedures yesterday. Unfortunately, the circulator was unable to save the wrappers to retrieve the lot numbers from said syringes".

Manufacturer narrative:
H.6. Investigation: two photos displaying the same loose 10ml syringe were received and evaluated. It was observed there was two lengthwise cracks in the syringe on opposite side of the barrel extending from the tip to the 5ml marking. The damage was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.